Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error that resulted in a loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
Block a: no patient information provided after calls to customer 09/21/22 and 10/18/22. The customer declined ge service. No repair information available.